Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline. A technical support specialist stopped and then restarted the aspsync service, and the cabinet was syncing properly. Customer successfully requested clearance to issue the item to patient. The system functioned as intended after the field service engineer troubleshot the device. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.